Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device had a loose/detached connector. Returned product an alysis found the multi beam connector missing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the implantable pulse generator (ipg) implanted, it exhibited a high, undefined bipolar lead impedance. The pocket was re-opened to check the ipg header and it was found that the ring connector was floating in the pocket. The ipg and the ring connector were removed and a replacement ipg was implanted. No patient complications have been reported as a result of this event.